Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). It was reported that the screws broke postoperatively; revision surgery was required to remove the broken implants and further treat the patient. Device history records review was conducted. The report indicates that the: 213.060s / (B)(4) manufacturing location: (B)(4) , manufacturing date: 9th march 2015, expiry date: 1st february 2025, article was sterilized by supplier (B)(4). No deviation or any ncrs were marked in this document. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the initial surgery of femoral osteotomy took place on (B)(6) 2016. Around (B)(6) 2016 (the exact date is unknown); two of the screws were broken. Revision took place on (B)(6) 2016 to remove the broken screws and re-fixed the fracture with an angle plate (part / lot number unknown). This complaint involves 2 parts. Concomitant device: 1x 02.108.311s / lot 9641109 (lcp paed-hippl 3.5 110° w/ 19 l73). This report is 2 of 2 for (B)(4).